Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number provided is not a valid number. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: when loading the applier, the clip was presented closed. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73e1600622 was manufactured on 05/30/2016 a total of 288 pieces. Lot was released on 06/15/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the product appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon trigger engagement, an audible ratchet sound was heard which suggests that the ratchet ears are intact. The first clip was unable to properly load into the jaws of the device. The clip was unable to properly attach to the top jaw. The same issue occurred with the rest of the clips. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that one of the ratchet ears were broken. Since the other ratchet ear was still intact, the ratchet sound was still able to be heard upon functional inspection. Additionally, the top jaw has slightly bent jaw legs. The broken ratchet ear and the bent jaw legs could both affect the end user's ability to properly apply clips. The damages found appeared to have caused the device to be unable to properly load clips. Reference files (B)(4) for investigation photos. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not opening" was confirmed based upon the sample received. One device was returned. It was found that the sample was returned with one of the ratchet ears broken and the legs of the top jaw were slightly bent. These damages could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was returned with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. None of the remaining clips were able to properly load into the jaws of the applier. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event. (B)(4).

Event description:
Reported issue: when loading the applier, the clip was presented closed. There was no patient injury.